Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels ranging from below 70 mg/dl with symptoms of aggression and hyperactivity to over 250 mg/dl associated with an allegation of inaccurate delivery. The pump was reviewed with the reporter and confirmed that the time and date were correct, the pump basal and bolus settings were programmed correctly, the basal history reflected the basal program and matched the basal total in the totally daily dose, and the boluses were recorded as programmed and the bolus totals matched. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of inaccurate delivery.